Event description:
The hcp reported that the patient had a pump and catheter implanted. One day prior to discharge, the patient experienced some right lower extremity weakness. Magnetic resonance imaging (MRI) was performed (2007) and the pump settings were evaluated. The pump was programmed to deliver lioresal (concentration and dose not reported). The MRI showed the catheter tip placement in the subarachnoid space at the l3 vertebral body level and no evidence of epidural hematoma. Physical therapy was ordered to treat the lower extremity weakness. The patient was discharged from the hospital. Approx. 3 weeks later, the pump and catheter were removed due to infection. See manufacturer's report number: 2182207200701520. No future baclofen pump implants were recommended.